Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the customer insulin pump had a keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer¿s parent stated that the insulin pump act button takes a while to respond. Customer's parent also reported crack on the left side of the insulin pump and it would randomly turn off. Customer also reported to have experienced a high blood glucose of 250 mg/dl and treated with manual injection. The customer¿s parent was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is not expected to return for analysis.